Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer attempted to change their basal rates. It was reported the customer was on the floor and a glucagon injection was administered for treatment. The customer stated another glucagon was administered on the day of the call. The customer's blood glucose was 346 mg/dl 30 minutes prior, which was treated with a bolus. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.